Event description:
As reported: ¿the thread of the strike plate no longer engages with the thread of the antegrade. Both threads appear to be defective.¿

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: strike plate and target device were received and threads of both the devices were found damaged. External threads of the strike plate which engages with target device are found severely deformed, initial threads are completely flattened and further consecutive threads are bent, followed by some threads in good shape. Similarly, the initial threads of the target device also show deformation and damage, due to impact load. These observations clearly indicate that the alignment between strike plate and target device was improper, only a few threads of strike plate were engaged with target device and due to excessive impact load most probably in the form of hammering, threads got damaged, due to which these devices cannot be assembled for further usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by application of excessive impact load when the target device and strike plate were not properly engaged with each other. If more information is provided, the case will be reassessed.

Event description:
As reported: ¿the thread of the strike plate no longer engages with the thread of the antegrade. Both threads appear to be defective.¿

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.